Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt said they went through a security gate at the airport and now, since wednesday, their ins would only charge up to 60% but would not charge further. Technical services (tss) had pt initiate a charging session of the ins. Ins charge was 50% and pt had recharging excellent. Ins incremented from 50-60%. Tss offered to call the pt back to see if ins incremented to 70%. Tss called the pt back and ins was up to 90%. Troubleshooting resolved issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.